Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from diaphragm twitching due to phrenic nerve stimulation caused by the coronary sinus lead. The patient was hospitalized. The lead was explanted and a left ventricular epimyocardiac electrode was implanted.